Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump powered on with the returned battery cap. The battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. Unrelated to the original complaint, there was moisture contamination found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture damage inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.